Event description:
It was reported that the customer experienced a prime rewind error. The customer's blood glucose level is unknown. Standard troubleshooting was performed. The customer was advised to disconnect from the insulin pump, remove the reservoir, and rewind. The customer was able to prime the insulin pump. The customer received a failed battery test alarm during troubleshooting. Standard troubleshooting was performed. The customer changed the insulin pump's battery and it functioned according to specification. Nothing was returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.